Event description:
An article reviewing two cases from (B)(6) hospital, (B)(6), discusses the use of norian crs in conjunction with titanium implants to treat deformity of the midface and enophthalmos. A patient underwent corrective osteotomy and replating for orbital floor defects. Iliac crest bone graft, synpor mesh and 3cc of norian crs were used to treat the patient. Article noted complete wound healing and patient reported good satisfaction with the results. Adverse event reported as mild chemosis which resolved within 3-4 weeks post operatively.

Manufacturer narrative:
Cannot be determined without a catalog number. Investigation could not be concluded, no conclusion could be drawn. Manufacture date could not be determined without a lot number.